Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Per the provided clinical information, the root cause of the positioning issue was most likely use related. Impella was found dislocated after 8 days as per the clinical description.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an impella 5.5 pump came out of position during patient support. As the patient had stabilized, the pump was explanted with no plans for insertion of another device. There was no patient harm.